Manufacturer narrative:
Concomitant medical devices:excelsior sl10 (stryker, type unknown).another orbit galaxy(640cr1030/15918330).the product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, when the introducer tube of the orbit galaxy (640cr1030/15918330) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified excelsior sl10(stryker, type unknown), the physician experienced severe resistance. Then, when he continued to advance the coil into the microcatheter, the delivery tube of the orbit galaxy was damaged and separated in two pieces. The report did not indicate when and where exactly it occurred. Therefore both the entire orbit galaxy and the microcatheter were safely removed as a unit from the patient and the coil was replaced for a new product of same lot(640cr1030/15918330) which could pass through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolisation of internal carotid-posterior communicating artery aneurysm. No information regarding the aneurysm/vessel was provided.

Manufacturer narrative:
A non-sterile 10 x 30 orbit galaxy tight distal loop complex frame coil was received coiled inside of plastic bag. The hypotube was inspected and it was found broken/separated in two pieces; it was also found kinked. The introducer was received zipped and no damages were noted on it. The support coil, gripper and embolic coil were inspected and no damages were noted on them. The hypotube, gripper and embolic coil were inspected under microscope. The edges of the broken section of the hypotube appear as if it was kinked before broke. The gripper and embolic coil were found without damage. The od from the delivery tube was measured and was found within specification. Functional testing of the unit could not be performed due to the conditions of the received unit. The review of the device history records for lot 15918330 revealed no manufacturing issues related to the event. Inspections are in place to segregate and prevent devices with this type of failure from leaving the facility. Although with review of the reported information a definitive cause cannot be determined regarding the timing of the kinking of the delivery system or the cause of the reported resistance. However, based on the reported information and the analysis of the returned device, it appears that continued advancement against resistance resulted in the separation of the delivery tube. The instructions for use precautions that prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system showing signs of damage. It further cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. There is no indication that any manufacturing issues contributed to the reported event and potential contributing procedural factors are addressed in the labeling; therefore, no corrective actions will be taken at this time.